Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager latch hasp was loose. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch hasp was loose. A field service engineer found that the breakaway nuts had not been broken off and the entire hasp bracket was loose, with all four nuts unsecured and the bracket was adjusted, and the customer verified proper use before the nuts were sheared off and tightened. Additionally, only half of the hasp bracket was originally attached to the door, so tape was used to secure it more effectively. Applied grease to microswitch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.